Event description:
A report was received that the patient had inadequate stimulation and an x-ray showed a lead breakage. The physician explanted the old lead and re-implanted a new lead. The patient was reportedly doing well after procedure.

Event description:
A report was received that the patient had inadequate stimulation and an x-ray showed a lead breakage. The physician explanted the old lead and re-implanted a new lead. The patient was reportedly doing well after procedure.

Manufacturer narrative:
Visual inspection of the paddle lead revealed that all cables on the right pigtail were severed at the paddle end. Photograhic imaging revealed that all cables on the left pigtail were also severed at the paddle end.the rupture of the cables appear to be the result of fatigue/mechanical stress at this tie down point. It is unknown what additional movement/trauma acted on the cables to pull them apart. The severed cables are the cause of stimulation loss.